Manufacturer narrative:
Reported complaint of "when battery is inserted the unit automatically turns on" was verified. Battery connector, which is connected to power distribution board was damaged. The power distribution board was replaced to remedy the complaint. No adverse event reported.

Event description:
Customer reported: "damage power distribution board. When battery is inserted the unit automatically turns on". No adverse event reported.